Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable event b30 (scope communication error) occurred due to cause traced to component failure. However, for the event involving white residue on the air-water channel and cylinder, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white residue on air water channel and cylinder and displayed b30 (scope communication error). There was no patient involvement.